Event description:
It was reported that the patient has expired approximately after implant duration of less than one month, due to unknown reasons. It is unknown if the death was device related. It was additionally reported that a model 6900ptfx was implanted in the mitral position and a model 6900ptfx was implanted in the tricuspid position. No further details were provided. Information learned from implant patient registry. It was additionally reported that two other devices were implanted, model 6900ptfx (in the mitral position) and model 6900ptfx (in the tricuspid position). Please refer to MFR# 6000002-2009-09838 and MFR# 60000002-2009-09840.

Manufacturer narrative:
Device not returned.